Event description:
It was reported that during an open duodenal switch procedure, one side stapled (patient side) but the staples did not form on the other side. No additional steps were needed since the patient's side was stapled. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.